Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. No moisture damage found inside the pump was noted.

Event description:
It was reported via phone call that the insulin pump alarmed button error. Customer was unable to clear alarm. Customer's blood glucose was 72mg/dl. Customer stated it was raining, but does not think the pump was exposed to it. Advised customer the insulin pump will be replaced and revert to back up plan.